Event description:
Bipolar lead failure occurred (B)(6) 2021 and (B)(6) 2021. After (B)(6) 2021, the lead was programmed back to bipolar. Noise can be seen on the lead failure recordings sent to home monitoring. Pacing impedance has been steady, with daily values increasing or decreasing intermittently. Lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Bipolar lead failure occurred (B)(6) 2021 and (B)(6) 2021 . After (B)(6) 2021, the lead was programmed back to bipolar. Noise can be seen on the lead failure recordings sent to home monitoring. Pacing impedance has been steady, with daily values increasing or decreasing intermittently. Lead remains implanted at this time. No adverse patient events reported. Should additional information become available, it will be added to this file.